Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative reported that there was an explant. The patient and the explanter noted that the implantable neurostimulator (ins) was not working and non-functioning. The representative had no knowledge of why the system wasn't working. There was no patient death and no patient injury. The indication of use was spinal pain and failed back surgery syndrome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) s/n (B)(4) found no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.